Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an not reading door was closed during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device did not reproduce the reported event. A review of the event history log revealed 'not reading door is closed'. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.